Event description:
Per the audiologist, the patient's device was explanted in 2008, due to a skin flap infection. There are no plans for reimplantation.

Manufacturer narrative:
This report is a final report. Labeling - this type of event is addressed in the device labeling.